Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned page.

Event description:
The pt had 2 leads from the same lot implanted as part of her scs system. It was reported the pt experienced a change in stimulation. X-rays revealed the pt's leads had migrated. Follow-up information revealed the pt underwent surgical intervention, where the leads were removed and replaced with a paddles lead. Additional follow-up information revealed the pt reported effective stimulation coverage postoperative.